Event description:
It was stated that the customer was hospitalized for low blood glucose. The blood glucose reading was below 30 mg/dl. Troubleshooting revealed that the customer had delivered two boluses prior to the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.